Event description:
A herbert bone screw had to be explanted because the old surgical site & skin had become discolored. The bone screw was intact but surrounding tissue was discolored and had to be excised. Screw was surgically removed.